Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead described that he had begun feeling dizzy and light-headed four days after implant, but he had not blacked out. Upon interrogation, the lead was found to have increased threshold measurements that varied between 1.1v-2.9v, and the sensing measurements deteriorated to being unable to sense the r-wave. It was suspected that this lead dislodged. The rv output was programmed to 6.5v @ 0.4ms, the patient was hospitalized and a surgical procedure was scheduled to reposition this lead. The procedure was successful, and all lead measurements were acceptable. No further adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.